Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified cartridge alarm occurred during a cartridge change. Tandem technical support was unable to confirm an alarm. Customer¿s blood glucose was 140-141 mg/dl. Reportedly, the customer successfully loaded a new cartridge to address the issue.